Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown head-unknown. Unknown-unknown stem-unknown. Unknown-unknown cup-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01434. Customer has indicated that the product will not be returned to zimmer biomet for investigation, discarded by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device discarded.

Event description:
It was reported that the patient had a revision surgery due to dislocation. During the procedure the surgeon thought it was adequate to do a poly head exchange, as the poly in the current cup had worn out and compromised stability. He replaced the poly with a new one and went up one head size. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays by a health care professional. X-ray review identified dislocation and liner wear. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.